Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient experienced a red painful right eye, for one to two days, and this was noted at two months post photo refractive keratectomy (prk) surgery. Upon examination patient was reported to have inferior/nasal corneal abrasion with medial area of staining, and surrounding edema. Additional information has been requested.